Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using pod packing coils (pod pcs), a non-penumbra microcatheter, and a non-penumbra catheter. During the procedure, the physician advanced a pod pc into the hub of the microcatheter and encountered strong resistance. Therefore, the pod pc was removed. The procedure was completed using two additional pod pcs, the same microcatheter, and the same catheter. There was no report of an adverse effect to the patient.